Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Article entitled ""cortical strut graft for enigmatic thigh pain in uncemented total hip replacement" written by l. Granger, m. Bankes, and n. Sandiford published by cureus published on may 22, 2020 was reviewed. The articles purpose was to evaluate cortical strut grafting to treat enigmatic thigh pain which can reduce symptoms and increase activity without the need to revise a well-fixed femoral stem in four patients. All patients had s-rom femoral components and a pinnacle acetabular component (depuy synthes) with ceramic on ceramic bearings. The s-rom implant was used as a primary thr in three cases and as a revision in one. All four patients had localized pain at the tip of the femoral component with noted increased uptake in the stem-tip region per spect scans. Post. Post cortical strut grafting, all four patients had a reduction in pain. 1 patient was a (B)(6) year old female patient who sustained a dvt post-operatively requiring oral anticoagulants. Another patient experienced recurrence of thigh pain approximately two years post-strut grafting which was successfully managed with weight bearing restrictions and oral analgesics.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.